Event description:
In 2009, the pt felt stimulation on the right side alone and was seen in clinic. Device interrogation revealed an elective replacement indicator message 2 months after implant. It was also reported that the battery was depleted 5 weeks after implant. The pt had 2 programs. Stimulation amplitude was set at 7.2 volts and 3 volts, pulse width 360 microseconds, and frequency of 80 hertz. Impedances were within normal limits. There were no shorts on the electrodes. Each program used 6 electrodes. The device was used 24 hours a day. The field rep was able to reprogram the device to produce stimulation sensation on both sides. The implantable neurostimulator was replaced. The pt outcome was reported as "no injury, recovered without sequela". Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
The implantable neurostimulator was returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.